Event description:
No thread tap used, primary stability not achieved, implant didn't achieve osseointegration, implant was completely covered by bone, inadequate bone quality/ quantity, mobility, another diameter was chosen.